Manufacturer narrative:
Date returned to mfg: 12/12/2023. Device available for evaluation, device evaluated by manufacturer and evaluation codes: updated. Device evaluation: one device was received. The complaint was confirmed by visual inspection. The reservoir was stained and when water was added there were particles visible. A root cause was unknown, and the most probable cause is not using the recommended fluid in the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The fluid path was cleaned, and replaced the pump, tank cover, and heater. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing in the biomed shop, contamination of the water chamber was found. The outcome of the event has not been resolved/was listed as ongoing. No patient injury reported.